Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), a bd (battery depletion) error was observed, which indicates possible premature battery depletion. Subsequently, the device was surgically explanted, and a new subcutaneous implantable cardioverter defibrillator (s-ICD) device implanted. The explanted sicd device is expected to be returned for product analysis. No additional adverse patient effects were reported.